Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified opening sharp in the valve bond edge and opening striated in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening; a striated edge opening on anterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.